Event description:
It was reported to philips that the system would not bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Upon troubleshooting with a customer biomedical engineer, the fse found a broken cable in the review module that was preventing the system from booting up. To resolve the reported issue, the biomed replaced the review module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.